Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shock lead impedance on this right ventricular (rv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) was high and out of range. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This lead remains in service.